Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not turn on anymore. The customer¿s blood glucose level was 117 mg/dl at the time of the incident. The customer reported that the insulin pump had to change out battery more than once every 7 days. The insulin pump will not be returned for analysis.